Event description:
The cast cutter, 8 foot cord was sent for evaluation because there are exposed wires on the power cord. No further info has been provided by the customer.

Manufacturer narrative:
The device was received for evaluation; additional info will be submitted once the quality investigation is completed.